Event description:
During a total hip procedure, while surgeon was reaming the acetabulum, the reamer broke. It broke where it connects to the power equipment. We then used the other reamer shaft without delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding weld fracture involving an acetabular reamer handle was reported. The event was not confirmed. Device evaluation and results: evaluation performed by the supplier could not confirm the event. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: no discrepancies were reported. Complaint history review: there have been no other similar events for the referenced lot. Conclusions: the returned device was shipped to the supplier, great batch medical, for evaluation. The supplier could not confirm the event as only the fractured off portion of the handle was provided by the customer. See the attached report from the supplier for details. No further investigation is required.

Event description:
During a total hip procedure. While surgeon was reaming the acetabulum the reamer broke. It broke where it connects to the power equipment. We then used the other reamer shaft without delay.